Event description:
The facility reports the patient was being transferred from the bed to the wheelchair by the cna via the marisa lift. The cna stated she performed the assembly of the sling onto the lift properly and securely before lifting the patient. The cna then attempted to transfer the patient and began the lifting process. While the patient was hoisted and maneuvered towards the wheelchair, the cna stated the patient fell and she attempted to catch the patient. The patient fell to the ground. The cna stated the clip on the sling came undone from the lift. The patient sustained a head injury to the posterior aspect of her head with mild blood loss. They left the patient on the floor until ems arrived. The patient was transported to the emergency room for evaluation, where three stitches were applied. The patient was returned to the facility on the same day.